Manufacturer narrative:
Date of event was reported as september.

Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that the patient had the watchman closure device implanted and later that night the patient experienced a cerebral vascular accident.